Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline that failure to open on the tip end and was found to be in a conical shape. The marksman catheter was also found deformed. It was reported that during the dense mesh flow-diverting stent procedure, the operator advanced a navien intermediate catheter to the c4 curvature over a synchro-14 guidewire, and then advanced a marksman catheter to the distal m2 segment. After adequate hydration of the ped-450-18 flow-diverting stent, the stent was introduced into the catheter and deployed at the m1 straight segment. During deployment, the tip end of the dense mesh flow-diverting stent could not be opened. Despite multiple attempts involving pushing, pulling, and recapturing, the tip end still couldn't be opened. Considering that repeated attempts may cause intimal damage to the patient's blood vessels, the entire stent and catheter were subsequently removed. Upon inspection, the tip end of the stent was found to be conical in shape, and deformation was observed at the tip of the catheter. To ensure successful completion of the procedure, both the catheter and the stent were replaced, after which the procedure was completed successfully. The patient experienced no adverse reactions. The pipeline was not used for any indication that is not approved (off-label). It was indicated that all devices were p repared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The was catheter flushed as indicated in the IFU. Ancillary devices include a navien intermediate catheter (d012861) and a synchro-14 guidewire.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. No causes or contributing factors for the damage and failure to open were identified. The section of the pipeline that did not open was the tip end. The pipeline had not been placed in a vessel bend when it failed to open and was located in the m1 horizontal section. The lesion was a c6 segment sidewall aneurysm. Vessel tortuosity was severe.